Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, half way through ablation, the patient came out of anesthesia and bucked. The tenaculum stabilizer was used; however, a small amount of fluid escaped into vagina and caused a slight burn (degree unknown). The physician quickly squirted cold saline into the vagina, and treated the patient with antibiotics (unknown). The patient was reported as "fine".

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.